Manufacturer narrative:
H.6 investigation summary: confirmed: reported condition was observed at bdm-ps.

Event description:
It was reported that the bd ultrasafe plus¿ pre-activated. The following information was provided by the initial reporter: description from the patient: upon the attempt of administrating the medication to the patient, the plunger seemed to be locked, and unable to push down. After qc analysis of the returned sample, conclusion is: the locking mechanism was activated without activating the syringe. It is possible to activate the locking mechanism without activating the syringe. By moving 2 small clips apart, the locking mechanism activates, and the syringe becomes unusable. It is not possible to verify if the syringe was received in this condition or if the user has handled it. The retraction of the needle occurred prematurely.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultrasafe plus¿ pre-activated. The following information was provided by the initial reporter: description from the patient: upon the attempt of administrating the medication to the patient, the plunger seemed to be locked, and unable to push down. After qc analysis of the returned sample, conclusion is: the locking mechanism was activated without activating the syringe. It is possible to activate the locking mechanism without activating the syringe. By moving 2 small clips apart, the locking mechanism activates, and the syringe becomes unusable. It is not possible to verify if the syringe was received in this condition or if the user has handled it. The retraction of the needle occurred prematurely.